Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. After about three hours after the start of pulmonary vein isolation (pvi), using the vizigo¿ sheath, the physician commented that ¿reverse blood occurred¿ on vizigo¿ sheath valve. It was confirmed by visual inspection. The patient's vital sign was not a problem, and the procedure was continued and successfully completed. No adverse patient consequence was reported. The physician's opinion on the relationship between the event and the product was that the vizigo¿ was the cause of the reverse blood. The issue did not require percutaneous or surgical removal or medical intervention. Aid did not enter the patient¿s body. The patient¿s hemodynamics were not compromised due to bleeding, it was stable. The approximate volume of blood that was lost is unknown. No medical intervention was required to stop the bleeding. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001940 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).